Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation on his back that resembled a bruise that has broken open. The irritation was described as as raw and open under the vibration box. The patient's nurse applied a bandage over the area. The patient reported that the irritation improved.